Event description:
It was reported that balloon rupture occurred. The target lesion was located in the heavily calcified right superficial femoral artery (sfa). A 5.0x220x150 sterling¿ balloon catheter was advanced to dilate the lesion. During second inflation at 14 atmospheres, the balloon ruptured. The physician stated that the balloon ruptured due to excessive calcification. The device was completely removed from the patient. The procedure was completed with a 2x6x220 sterling balloon catheter. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factor. (B)(4).